Event description:
The pump was returned for investigation. Investigation revealed that the display was found to be dim. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad cover was missing and keypad flex totally was damaged / rip off. Audio bolus button cover is intact to the pump. The pump had a dim, pink display screen. The display lens was found to be cracked around the perimeter of the bezel. (B)(6).